Manufacturer narrative:
H3: analysis of the software exports and logs was completed and the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning of the reported deviated trajectory. No issues with the planned trajectories were found. The 3d registration done in the or was examined and found accurate. The surgical arm and navigation were off by less than 3.5 mm. A new snapshot was done, and the navigation still did not align with the surgical arm. The surgeon noticed the inaccuracy at right l2. In the navigation image provided, navigation appear lateral and inferior to plan. Attempts to recalibrate the navigation were unsuccessful: "a passive planar probe was used to check the arm guide divot and navigation was found to be off. A new snapshot was done, but navigation still did not align with the trajectory. A new 3define scan, snapshot, acquisition of ap and oblique images, and patient registration was redone. The surgical arm was resent to right l2. Navigation was checked by placing the passive planar prove in the arm guide divot and it was off." As reported, "the surgeon noticed the inaccuracy at right l2. The fluoro imaging showed the ca nnula position was slightly higher above the pedicle." Intra-op images provided show the cannula to be indeed 2mm superior to plan, within acceptable range. Examination of the log file show that the arm was sent to l2 and reached its destination. Divot accuracy check executed afterwards show the distance between tip and divot to be out of range (>2mm). Analysis reviewed the planning and the surgical workflow, and concluded the root cause of the navigation inaccuracy experience in the or was due to either a faulty snapshot tracker, stability of the robotic reference frame, or loos snapshot attachment with the arm guide screw to the arm guide, resulting in lateral misalignment of the navigation. The fact that the robot was sent to trajectory and reached destination within an acceptable distance, and the fact that the divot accuracy check failed deems surgical arm inaccuracy less probable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical arm was inaccurate when sent to the first trajectory. The surgical arm and navigation were off by less than 3.5 mm. A new snapshot was done and the navigation still did not align with the surgical arm. The surgeon noticed the inaccuracy at right l2. The fluoro imaging showed the cannula position was slightly higher above the pedicle. Navigation also showed that the dilator was off the planned trajectory. A passive planar probe was used to check the arm guide divot and navigation was found to be off. A new snapshot was done, but navigation still did not align with the trajectory. A new 3define scan, snapshot, acquisition of ap and oblique images, and patient registration was redone. The surgical arm was resent to right l2. Navigation was checked by placing the passive planar prove in the arm guide divot and it was off. The surgeon suspected the navigation was inaccurate so they put the cannula and dilator through the arm guide at the trajectory. The fluoro imaging showed the cannula position was slightly below the pedicle and navigation showed the dilator to be off trajectory. The use of the guidance system was aborted and the case was completed freehand. There was no patient harm and the procedure was delayed less than an hour.